Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1 mm vticmo12.1, -17.0/+1.5/93 (sphere/cylinder/axis), implantable collamer lens in the patient's right eye (od) on (B)(6) 2017. During implantation, the cartridge cracked during injection, causing the lens to tear. The lens was explanted during the same surgery and there was no patient injury. The lens was exchanged with a similar lens and the problem was resolved.

Manufacturer narrative:
Device evaluation: product evaluation found the lens returned in a micro centrifuge vial with residue on product. Visual inspection found a piece of the haptic missing and residue on lens. Claim# (B)(4).